Event description:
Patient requested having this lesion re-excised in an operating room setting under anesthesia. During her surgery a retained foreign body which was later identified as a medtronic 100mm metal cannula that is 4 cm in length by 0.7 cm in diameter with the identification number of pn9732563. This device was utilized during her original surgery 2 years earlier. Piece is part of a device that was utilized.